Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the patient's filter broke and migrated. The patient had a greenfield vena cava filter implanted in 2006. On (B)(6) 2018, the patient had radical surgery to remove the filter because it broke and migrated. It also punctured the wall of the inferior vena cava. The patient was in pain because of this and she is still recuperating from it.